Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that he went to the emergency room due to a blood glucose level over 400 mg/dl. The customer reported that he was vomiting and had trouble with the insulin pump all day. Customer stated that upon removal, he found that the cannula was kinked. Blood glucose level at the time of the call was 316 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. During the call, the customer declined to complete troubleshooting. The insulin pump was not replaced or returned for analysis.